Manufacturer narrative:
Additional information d9, h3, h6 and h10: the device was received for evaluation. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. During functional testing while running a set on the pump, a failed flow rate test occurred. A service history review was performed and revealed that the device has no previous service events; therefore, servicing did not cause or contribute to the reported event. The reported condition was verified. The cause of the condition was determined to be an out of adjustment pressure plate. The pressure plate requires adjustment to address this issue. The reported symptom "19.92 psi" was missed during evaluation due to the record being updated after evaluation had occurred. The pump is no longer in its received condition the evaluation cannot be performed. The device will be repaired and tested prior to release to ensure the device meets all specifications. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump had a downstream occlusion pressure outside the pass range. The expected range is 7-19 pounds per square inch (psi) but the result was 19.92 psi which indicates not detecting a downstream occlusion within expected range. This occurred during testing in the biomedical service department. There was no patient involvement. No additional information is available.